Manufacturer narrative:
A DHR review was performed for the complaint device lot and there were no manufacturing anomalies identified. The lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 5/19/2017. The root cause of this complaint cannot be reliably determined. It may be possible for the implant screws of the implant spacer to back out after being placed if they were not adequately placed to be retained by the locking arms of the implant spacer. The system surgical technique guide provides guidance on appropriate screw angulation and states, "visual confirmation of the locking arm over the screw and the screw's full seating in the faceplate should be performed." There are also two cautionary statements in the screw insertion section that state, "over-angulation of the screw beyond 3 degrees in any direction may result in failure of the screw to engage the implant and/or locking arm." And "failure to confirm that the locking arm is in front of the screw may result in early or late screw loosening." There has been one other complaint of similar nature in the past 12 months, which was received from the same report source. The manufacturer will continue to monitor this product family for complaints from the field.

Event description:
The manufacturer was made aware of a product complaint on 2/02/2023. It was reported that system implant screws were identified as having backed out post-operatively. The health status of the patient was reported as good, and that a revision procedure would be performed. Requests for available surgical and post-operative images were made, although there were none available for assessment.